Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address loosening of the asr cup. Update: medical records were received. The revision operative report indicated that the tissue showed significant perivascular lymphocytes consistent with an adverse reaction to the metal device. Update litigation alleged the asr hip was explanted due to pain, metallosis, difficulty ambulating, muscle loss and tissue destruction and exposure to excessive levels of chromium and cobalt. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 2 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the asr cup. Update: (B)(6) 2011 - medical records were received. The revision operative report indicated that the tissue showed significant perivascular lymphocytes consistent with an adverse reaction to the metal device.